Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.